Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this device was received at boston scientific's return products department. Boston scientific received additional information from the local representative. The local representative spoke to the physician who does not believe that the patient died of an arrhythmia. From the physician's perspective, the pacmaker did not cause or contribute to the patient's death. The boston scientific representative had not been notified that this patient had died.

Manufacturer narrative:
(B)(4). The investigation of this event is on-going as a request has been made to the clinic nurse for additional information. The device will undergo laboratory testing.

Event description:
Boston scientific received information on january 15, 2016 from an observation/complication/out-of-service reporting form. According to the mortician, the death certificate indicated that this patient died on (B)(6) 2015 of an arrhythmia. This pacemaker and epicardial lead were implanted on (B)(6) 2015. There were no allegations of device malfunction of that the implant procedure caused or contributed to the patient's death. The device was received at boston scientific's return products department.